Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the customer reported issue that the monopolar curved scissors instrument ¿does not work with monopolar cord.¿ fa noted the instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location and failed the electrical continuity test. There were no signs of thermal damage observed on the instrument. A log review was performed for the monopolar curved scissors reported in this complaint (pn: 470179-19/ n10190226 0077) and the following was found: per logs, the instrument was last used on (B)(6) on system ((B)(4)) with 3 uses remaining. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence or claim of user mishandling or misuse. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Follow-up was attempted, but the patient information was either unknown or unavailable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's seventh usage and, therefore, the instrument had not expired. Implant date is blank because the product is not implantable. Initial reporter is unknown. This report has been generated in response to FDA inspectional observations dated (B)(6)2020.

Event description:
It was reported that prior to the start of a da vinci-assisted total hysterectomy surgical procedure, the monopolar curved scissors instrument would not work with a monopolar cord. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event but no additional information was available as of the date of this report.